Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0879 inches. Insulin pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed pump error and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5 volts for four consecutive hours due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, faded serial number label, missing display window cover, cracked case behind the pump at the corner of the belt clip rails, cracked battery tube threads, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack and also reported high blood glucose level. Customer's blood glucose value was 24 mmol/l at the time of the incident. Customer will return device for analysis.